Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, scratched display window and cracked battery tube threads noted during visual inspection.

Event description:
It is reported that the insulin pump was dropped or bumped. Drive support cap is damaged. Customer did not press the drive support cap while connected to insulin pump. The insulin pump will be returned for analysis. Nothing further reported.